Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited noise episodes due to oversensing on the ventricular channel. The device was reprogrammed. The patient's condition was good.